Manufacturer narrative:
The device eval is currently in-progress. A voluntary device correction of getinge model46-4 water disinfectors was reported to us FDA on 07/26/2013. This correction was initiated to address a software function that can be utilized during servicing of the unit. This is a password protected function but if left in the enabled state, a user could inadvertently activate the heating element without water in the chamber which could lead to an overheat condition. The device correction actions include inspecting that this function is not enabled and to installed a heating element with integral thermostat to address the delayed overheat protection. The incident subject of this MDR is still being investigated to determine its cause and to evaluate if any additional corrective actions are required as a result of this incident. No flame was reported in this instance though electrical wiring and components were damaged in the washer disinfector. No damage to the facility or injury to individuals were reported. A f/u MDR will be submitted at the conclusion of this incident investigation.

Event description:
Smoke was observed coming from a getinge model 46-4 washer disinfector during use. The customer shut off the unit. No injuries or damage to the facility have been reported.